Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that there was no aspiration and the laser would not switch on. No system message was displayed. Event timing and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was not replicated with the fragmatome. However, the laser issue was resolved by replacing the plastic part of the laser switch. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 4, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications regarding the aspiration issue. Therefore, the root cause of the aspiration issue could not be determined conclusively. The root cause of the laser issue can be attributed to the broken e-stop switch. However, how or when the e-stop switch became nonconforming could not be determined. (B)(4).